Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The device also had audio anomaly. It did not pass the audio test. Their blood glucose was at 349 mg/dl. Troubleshooting was performed. They were unable to clear the alarms. The device will be returned for analysis.